Manufacturer narrative:
(B)(4). The investigation began with a review of the system logs for the architect i2000sr analyzer. The review was not able to identify a cause for the discrepant results. The complaint text indicates that the customer is now centrifuging all lithium heparin samples for 15 minutes, but the centrifuge speed is not indicated. The customer also uses two different sized centrifuges for processing samples. The customer also returned pressure monitoring (pm) and liquid level sense (lls) logs but these logs only contained information from the clinical chemistry analyzer and not the immunoassay analyzer, which is where the issue occurred. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-106) (B)(6), 2009 and the architect troponin assay package insert ((B)(4)) contain information to address the customer's current issue. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of the issue. Sample collection and/or preparation were not able to be ruled out as potential causes of the issue the customer observed. Based on the available information, a malfunction of the system was not identified.

Event description:
The customer states that false positive results are being generated by the architect stat troponin-I assay. One patient sample generated results of 0.058/0.003/0.002/0.002 ng/ml. The customer uses a cut-off value of 0.03 ng/ml. No suspect results were reported from the lab and there is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.